Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a day after normal generator change out, the right atrial (ra) lead p waves were low and was not capturing at full output. Whole system was moved to the right side due to patient¿s issue. New leads were used. The patient was stable after the procedure.